Event description:
A patient reported experiencing inaccurate low results with a ot ultra meter. The patient's blood glucose results were 116 ultra to 153 lab. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.